Manufacturer narrative:
A complete manufacturing records review conducted by intrinsic showed that the product was manufactured to specification although the customer did not allege any deficiency with the device. The barricaid device reduces the risk for reherniation but does not eliminate it. The pivotal study (euard-cp001) exhibited a 5% rate of reoperation for recurrence at 2 years for subjects implanted with barricaid in comparison to the discectomy only control arm rate of 13%. Results from the pivotal study demonstrate that the use of barricaid more than halves the risk of a reoperation to treat reherniation in comparison to not implanting the barricaid. The possible root cause of the reherniation is related to the pathology of the original disc herniation and/or high in vivo loading that facilitated extrusion of nuclear material.

Event description:
Patient was re-operated for a recurrent disc herniation that had resulted in radicular pain. No further details about the surgical intervention, the status of the occlusion component, or reason for explantation have been provided. No clinical imaging was available from the site.